Manufacturer narrative:
MDR 3003442380-2024-00704 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced a bent in infusion set cannula. The events occurred within 3 or more hours after insertion. The insertion site was at abdomen. The blood glucose level was monitored between 190-250mg/dl (3.0-27.7 mmol/l) value. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.